Manufacturer narrative:
Verde, f, vigliar, e, romeo, v et al. Breast implant associated anaplastic large cell lymphoma (bia-alcl): a challenging cytological diagnosis with hybrid pet/MRI staging and follow-up. Springer. 01nov2020. The events of lymphoma - alcl and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swelling, peri-implant fluid collection; cd30+, alk- alcl.

Event description:
Journal article "breast implant associated anaplastic large cell lymphoma (bia-alcl): a challenging cytological diagnosis with hybrid pet/MRI staging and follow-up" reports initial complaints by patient of tenderness and mild swelling. Upon examination showed mildly swollen and tense breast and ultrasound showed small peri-implant fluid collection. Presence of peri-implant fluid confirmed on MRI and CT scans. Ultrasound guided fine needle aspiration collected 6ml of cloudy, yellowish fluid. Immunohistochemical evaluation showed cd30 positive and alk1 negative alcl. Capsulectomy performed and bia-alcl confirmed to be confined to capsule. Affected side is left. The device has been explanted. The manufacturer of the device is unknown.